Manufacturer narrative:
Customer returned insulin pump for an alleged the batteries last less that expected, low battery alert, moisture damage, and continuous vibrate alert found on (B)(6) 2021. The insulin pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test, download trace/history files using thus, or verify the battery lasting less than expected and vibrate alarm anomaly due to blank display. The insulin pump was cut open to perform visual inspection and moisture damage was found on electrical board 1, the motor and force sensor. Electrical board 1 was cleaned with isopropyl alcohol with no effect. A test electrical board 1 was then swapped out and the insulin pump powered up successfully. The blank display is due to moisture damage on electrical board 1. Unable to download, confirm battery lasting less than expected, or confirm vibrate anomaly due to blank display. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked battery compartment, and cracked battery tube threads. Blank display is confirmed due to moisture damage on electrical board 1. Unable to confirm battery lasting less than expected and vibrate anomaly or download history files due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Customer stated that the insulin pump did not vibrate during the self test. Customer stated that the insulin pump gave low battery alert prior to replace battery alert. Customer stated they used the insulin pump in the pool and the insulin pump was failed in self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.